Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The device was not returned for analysis. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
Following intraocular lens (iol) implant surgery, a surgeon reported a patient to have an unexpected refractive outcome. The surgeon attempted a lens exchange; however, was unable to safely remove the lens due to floppy iris syndrome. The surgeon referred the patient to another surgeon and hospital and the iol was exchanged for another model.